Event description:
After starting to use nulid, I had a cataract grow extremely quickly. Cataract was slow growing before this. In (B)(6) 2021, cataract was only slightly present, began using nulid for dry eyes in (B)(6) 2021, by (B)(6) 2021 cataract obscuring vision, necessitating cataract surgery. FDA safety report ID# (B)(4).